Event description:
It was reported that the patient experienced a loss of efficacy attributed to incorrect programming. The patient was reprogrammed on (B)(6) 2011, and following the reprogramming he was unable to walk, work or drive and felt contractions in his left arm. The patient was concerned that the implant was not performed correctly. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40, lot# v606250 implanted: (B)(6) 2011, explanted: na, lead model 3387s-40, lot# v606250, implanted: (B)(6) 2011, explanted: na, programmer model 37642, (B)(4), extension model 37085-60, (B)(4), implanted: (B)(6) 2009, explanted: na, extension model 37085-60, (B)(4), implanted: (B)(4) 2009, explanted: na, accessory model 37752, (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was the patient's insistence that the hcp lower his deep brain stimulation settings. The settings were changed per patient request, and he did worse. Symptoms included "freezing" and "shuffling." There were no abnormal impedance measurements. On (B)(6), the patient was reprogrammed to his previous, effective settings, leading to an improvement in symptoms and resolution of the patient's complaints. The patient did not require hospitalization and recovered without sequela.